Event description:
Customer reports two incidents of blood leaks occurring on 2 days on use numbers 5 and 15 respectively. All leaks occurred at the onset of pt treatment. All leaks were noted by blood leak alarms and visible blood in the dialysate. Estimated blood loss was 200 cc's per incident. Treatments were continued with new dialyzers and new bloodlines without incident. No pt injuries or medical intervention reported.